Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: service history. Review of complaint management database for similar complaints. Visual examination. Results: this device was manufactured on march 31, 2007. Service history: date of service: (B)(6) 2011. No manufacturing or design related trend has been identified. Complaint not confirmed; repair could not duplicate unit losing pressure; when unit is properly positioned and put under pressure unit would not have lost pressure; unit received with the lock having both rotational and lateral movement, and a residue buildup is present. Upon disassembly, repair noted the index knob and the lock will need new components added to replace worn internal parts. Conclusion: we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2007 and last serviced in 2011.

Manufacturer narrative:
To date, the device involved in the reported incident has been rec'd for eval. An investigation has been initiated based upon the reported information.

Event description:
The surgeon had the patient clamped at 3. At end of the case, the clamp had gone down to 2. There was no patient injury. Surgery delay was reported. Additional information was requested and on 10jul2015, the following was provided by the customer: on (B)(6) 2015, the patient underwent a posterior cervical fusion. No stereotaxy device was used. It was clarified that with regards to the reported incident of "patient clamped at 3; at the end of the case, the clamp had gone down to 2", the surgeon probably meant the patient was clamp at "60 lbs" and the clamp had gone down to "40 lbs". It was clarified by the customer that there was no surgery delay (initially reported there was surgery delay). The surgeon noticed the problem after the surgical case. Patient outcome was reported as good.